Event description:
It was reported that the patient experienced inappropriate therapy due to the right ventricular lead oversensing noise. Low impedance was also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).